Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the vaporizer dial was broken. The vaporizer was sent for repair of the dial. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported they had insufficient agent delivery to an animal patient. There was no report of patient injury.